Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced bent cannula on infusion set. Customer also mentioned high blood glucose level of 600 mg/dl. Customer declined troubleshooting for high blood glucose issue. Customer was educated on causes and prevention of bent cannula. Advised customer that replacement infusion set will be sent. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.